Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 1 sample was returned to (B)(4), lot number is unknown. Complaint sample inspection: the returned sample have been tested with positive air leakage tester at 50 kpa, there is no fluid flowing out when the roller clamp is locked. Simulation of the actual use. The fluid does not flow when the roller clamp is locked. The roller, roller clamp and the tube have been measured and the dimensions are compliant with the drawing. The dimension measurement result are within specifications. The production process has been checked. The components dimensions have been checked during the production process . After assembly, the finished products function will be tested. There has been no abnormal recorded. Root cause: as the complained product has not been detected with the complaint issue and there is no abnormal after checking the complained sample. There is no similar cases detected and no effective comparison could be drawn. Root cause could not be clearly defined under the current circumstance. Corrective and preventative actions: as no clear root cause could be defined an observation will be performed to see if similar cases will happen in production or if similar cases will be reported by the customers. Any such happenings will be reported the bd (B)(4) complaint team for surveillance. Start from: 2021-07-13. Conclusion : based on the investigation activities above, the root cause of the complaint of the fluid flows when the roller clamp is locked could not be defined based on the returned sample and current product samples testing . Therefore, an observation will be performed to monitor similar cases and to further analyze the possible root cause if there is such a case. .

Event description:
It was reported that the IV set cfn404 bp y-conn hs clamp was loose and allowed fluid to flow through, even when locked. The following information was provided by the initial reporter: "the fluid flows when the roller clamp is locked. Roller clamp not locked"